Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that an rt340 adult dual-heated evaqua breathing circuit failed the leak test on a ventilator. They further reported that a pinhole was found on the dryline tube. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The complaint device is en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that an rt340 adult dual-heated evaqua breathing circuit failed the leak test on a ventilator. They further reported that a pinhole was found on the dryline tube. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: only the dryline of the complaint rt340 adult dual-heated evaqua breathing circuit was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected for the reported damage. Results: visual inspection revealed a hole approximately 10cm from the connector. Conclusion: it was identified that the damage to the rt340 dryline was caused by a faulty corrugator block that was used during the dryline extrusion process. The faulty block was replaced in (B)(6) 2012. We have not received any complaints of this nature for product manufactured after april 2012. During the production of the dryline tubes, a pressure test is performed every 10 to 15 minutes and those that fail are set aside for further inspection. The user instructions supplied with the rt340 adult dual-heated evaqua breathing circuit state the following: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms. (B)(4).